Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The device was returned. The investigation is confirmed for a complete circumferential outer catheter break, at the proximal butt joint. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to this event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, priduct, or procedural details to bard.

Event description:
It was reported that the pta balloon started leaking during the first inflation, atm unk. There was no reported retraction difficulty through the sheath. Another balloon was used to complete the procedure. There was no reported patient injury.